Manufacturer narrative:
It was reported that the screws and frame for the bath chair were not functioning as intended ("after approximately 8 months of use I found that the hardware bolts with plastic twisted heads have cracked edges and periodically become loose and the legs are bent"). There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Customer stated "after approximately 8 months of use I found that the hardware bolts with plastic twisted heads have cracked edges and periodically become loose and the legs are bent".